Manufacturer narrative:
Repair work is still under process and has not yet been completed. A supplemental report will be submitted upon completion of the repairs. The initial reporter named is a getinge employee whose contact details are: (B)(6).

Event description:
It was reported that during a preventive maintenance (pm) performed by a getinge field service engineer (fse), the vacuum recovery time of the cs100 intra-aortic balloon pump (iabp) was observed to be bit higher. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The getinge field service engineer (fse) that encountered the issue found the problem with the tubing assembly vacuum which was replaced to fix the issue. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during a preventive maintenance (pm) performed by a getinge field service engineer (fse), the vacuum recovery time of the cs100 intra-aortic balloon pump (iabp) was observed to be bit higher. There was no patient involvement, and no adverse event reported.